Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733438r ; product ID: 9733580, serial/lot #: (B)(6). H3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned scu and break out box (bob). No faults or failures were found. A check of the event log of the returned scu showed many instances of position sensor current low with no dates. This was an issue with the psu, not the scu. Otherwise, when connected to a known good system, the scu was found to be fully functional. There was normal tracking for all instrument ports with a working foot switch. The returned break out box had no apparent damage and was found to be fully functional when connected to a known good system. Green status was displayed for all instrument ports and the foot switch was functional. H6: b01, c19 and d14 apply to the concomitant products. B01, c19 and d15 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy. It was reported that the system had issues recognizing the active frame. It was reported that the active frame may become misrecognized. There was no delay and no impact on patient outcome. Additional information received reported that the frame recognition issue were resolved via troubleshooting for the procedure.